Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Event description:
It was reported to boston scientific corporation that a captivator cold snare was used in the colon for polypectomy during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, it was noticed that the cold snare was not able cut. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.